Event description:
A patient with metastatic colon cancer to the liver underwent therasphere treatment to the left lobe of their liver in 2001. Patient received 138 gy during uneventful infusion. Twelve days later patient went to ER for severe abdominal pain, nausea and vomiting and was admitted to the hospital. The following upper gi endoscopy showed large duodenal ulcer (biopsy was negative for helicobacter pylori). Colonoscopy was done on the same day and was negative. Patient was discharged to home the following day with prescriptions for prilosec 40mg bid, carafate, reglan and pain medications.